Event description:
It was reported the patient's blood glucose level rose to approximately 250 mg/dl while wearing the pod between 36 and 48 hours. Patient was admitted to the hospital on (B)(6) 2026 and was diagnosed with acute gastroparesis and gastroenteritis. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. Patient reported automated delivery restriction (adr) on omnipod 5 (op5) as well as wetness on the adhesive which indicated the device was leaking. The adr prompted user to switch to manual mode in order to reset the alarm. Patient was released two days later on (B)(6) 2026. As treatment the patient was given antibiotics and blood glucose levels were monitored constantly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7bylr. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.